Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was evaluated and the reported issue was not confirmed. Based on the results of the investigation and since the reported issue was not able to be confirmed, the definitive root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection/testing, this videoscope generated a b30 error code and failed leak testing. There was no patient involvement reported with this event.